Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the failure analysis (fa). The cable light guide was analyzed and the reported failure was confirmed. The camera cable was found to have a burned connector.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error 297. The site had lost the illuminator and needed to be replaced. It was found that the board next to the lamp module and light guide cable were burned. The light guide was also replaced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the illuminator to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The replaced light guide was field scrap and will not be returning for evaluation.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, an error 297 occurred. There was a burning odor at the light guide cable connector. The technical service engineer (tse) guided the customer to power down the system and check if there was any obstacle at the connector. There was no obstacle noted at the connector. The tse guided the customer to hard power cycle the system without the light guide, but the issue persisted. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the illuminator was abandoned, and the procedure was converted to a laparoscopic surgery. There was no injury to the patient, no increase in port size, and no additional ports placed. The patient tolerated the change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the failure analysis (fa). The illuminator was analyzed and the reported failure was confirmed. The technician was not able to install the illuminator into the pca si system because the pcb was missing. There was no lamp module inside.